Manufacturer narrative:
A third party service center has completed the evaluation for a ventilator that was returned with an allegation the device would not power on. The device was evaluated at a third party service center and the customer's complaint was confirmed. The device's internal battery was replaced to address the issue.

Event description:
A ventilator was returned to a third party service center for evaluation with an allegation the device would not power on. The device was not in patient use. The device has not yet been evaluated by the third party service center. At this time, they are unable to confirm the alleged malfunction. A follow-up report will be submitted when the third party service center's investigation is complete.